Event description:
The patient reported that ther v-go fell off, when she was at home. The patient stated that she applied the v-go at 9:30 am, and the v-go fell off after 10 hours of being applied. The patient stated she applied the v-go on her abdomen and always properly prepped the site.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.